Event description:
The device never worked after it was connected to the generator.pt did well, no problems. Or staff is unsure what caused the problem. The device never turned on and biomed did not evaluate. The power setting and the kind of probe being used are unk. Manufacturer response (as per reporter) for aspirating ablator, opes aspirating ablatorwaiting for the manufacturer to send packaging for return.

Event description:
The device never worked after it was connected to the generator.pt did well, no problems. Or staff is unsure what caused the problem. The device never turned on and biomed did not evaluate. The power setting and the kind of probe being used are unk. Manufacturer response (as per reporter) for aspirating ablator, opes aspirating ablatorwaiting for the manufacturer to send packaging for return.